Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was mixed product found in a bag of bd micro fine plus¿ pen needles prior to use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
The initial MDR reported the expiration date for cat. No. 320102 and lot no. 6299869 as unknown. Medical device expiration date: 10/31/2021. Investigation summary: one opened 31g x 8mm pen needle polybag and three photos were returned from lot. No. 6299869, cat. No. 320102. Visual examination was carried out and it was observed that one 32g x 4mm pen needle sample from lot. No. 6307965 was mixed in a 31g x 8mm pen needle polybag from lot. No. 6299869. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. Lot. No. 6299869 was manufactured on line 9, january 8th to 13th, 2017 and packaged on line 667 january 17th to 19th, 2017. Lot. No. 6307965 was manufactured on line 14 december 22nd 2016 to january 08th 2017 and packaged on line 667 january 19th to 22nd, 2017. Following a review of the assembly packaging sequence it was identified that both lots were staged side by side outside the japan packaging area at the same time. The most likely cause is that one pen needle from lot. No. 6307965 was transferred to lot. No. 6299869 during the movement of lots to the staging area. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported there was mixed product found in a bag of bd micro fine plus¿ pen needles prior to use. There was no report of exposure, injury or medical intervention.

Event description:
It was reported there was mixed product found in a bag of bd micro fine plus¿ pen needles prior to use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.